Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a cardiac catheterization, an angio-seal was selected for use in the right groin. The next day, the patient had surgical consultation because the patient was complaining of pain in the lower right extremity of the foot. The patient felt discomfort, numbness, and pain in the right foot. Surgery was performed to remove the angio-seal device and to repair the right leg. No add'l info is available.